Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that a cuff to a smiths medical portex® cuffed blue line ultra® tracheostomy tube was attempted to be inflated immediately following placement, but was unsuccessful. The tube was then changed out. Following removal of the tube, air was injected into the cuff but did not inflate. There were no reported adverse effects.

Manufacturer narrative:
One 6mm tracheostomy (trach) adj flange siliconised prof cuff was returned for analysis in used condition. No discrepancies were noted upon visual examination. A syringe was used to inflate and deflate the cuff but resistance was felt. Relevant documents which were reviewed and deemed adequate. The manufacturing process was reviewed with no non-conformances. The line clearance operation was performed with no discrepancies. Training records were reviewed noting that all operators are trained. Cuff assembly operation was reviewed with no discrepancies. The inflation line assembly operation was reviewed with no noted discrepancies. An audit of 32 units was performed finding that the inflation tests were performed properly. Five samples were then taken from the production floor to perform assembly of the inflation line was made without connecting the valve of the pilot balloon to the air flow. Resulting in two (2) pieces that were found occluded and one (1) piece presented resistance to pass the air. Based on the evidence, the complaint was confirmed with the root cause being from manufacturing.